Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels and no delivery alarm. The customer states they had changed out the infusion set 4 times, but the pump still alarmed. The customer's blood glucose level at the time of incident was 429mg/dl. The customer states they treated with pump and manual injection. Troubleshoot could not be conducted due to customer not being at home. The customer would be calling back at a later time.